Event description:
A customer contacted beckman coulter inc. (Bci) to report erroneously beta human chorionic gonadotropin (bhcg) results on one patient's samples, which did not match the clinical presentation. The result was generated by unicel dxi 800 accesss chemistry analyzer. The result was reported out of the laboratory and questions by the physician. The original sample as well as a redrawn sample was tested on the same unit and an alternate unit. Patient treatment was not impacted with regard to this event.

Manufacturer narrative:
The samples are collected in serum tubes. On (B)(6) 2010, qc level 2 and 3 failed. Customer technical support (cts) confirmed that the bhcg reagent pack loaded on the dxi had also been loaded and used on access-2 instrument, which caused the unit not to detect the incorrect pact test count. Service was not dispatched. User error is the root cause of this event.